Event description:
The customer reported 5-10 mls of clenz leaked from the bsv in the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The fse confirmed the leak from defective check valves causing a back flow of fluid leaking into the drip tray. The fse replaced the check valve to the probe wash waste line and needle waste line resolving the leak. (B)(4).